Event description:
"."

Manufacturer narrative:
Correction: the reported symptom (fluid leaking) was not confirmed. Upon turning the cycler on, the front panel keys will be illuminated for a few moments and the starting-up screen will be displayed. Powering up verification protocol passed cycler power on and functioned a intended. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. Source of the fluid could not be determined. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Mushroom head check passed. Positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported a drain complication during drain 2 of 5. Peritoneal dialysis patient was instructed to cancel treatment. When removing the cassette from the cycler, a fluid leak was observed. Patient advised to discontinue use of the cycler and the patient reverted to continuous ambulatory peritoneal dialysis treatments until a replacement cycler was received. Additional information was solicited.